Event description:
It was reported that during a bunionectomy procedure, the k-wire broke off in the patient. It was reported no broken/foreign pieces were retained as a result of the event and no patient harm occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110007500; lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available. Visual examination of the returned product identified signs of use. The guide wire is fractured into several pieces and also shows damage in the threaded area of the guide wire. No measurements were taken of the guide wire due to the damage. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed based upon the returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.